Event description:
It was reported the customer had a low blood glucose of 48 mg/dl. The customer had treated for their low blood glucose. The customer also reported a broken belt clip holster. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.